Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain/pelvic pain') in an adult female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included pain in hip and urinary tract infection. Concomitant products included cefixime (flexeril), diclofenac from november 2015 to july 2016, ibuprofen from june 2016 to august 2016, nsaids, ondansetron hydrochloride from may 2018 to july 2018, paracetamol (acetaminophen) and tramadol from july 2017 to may 2018. In (B)(6) 2006, the patient had essure (ess205) inserted. In (B)(6) 2006, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding(menorrhagia)"), depression ("depression"), anxiety ("anxiety/mental anguish"), migraine ("migraine headache"), nausea ("nausea"), dysmenorrhoea ("dysmenorrhea (cramping)"), vaginal discharge ("vaginal discharge") and back pain ("back pain"). In (B)(6) 2009, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced headache ("headache"), genital haemorrhage ("general abnormal bleeding") and post procedural complication ("post removal complication-yes"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy). Essure (ess205) was removed on (B)(6) 2016. At the time of the report, the pelvic pain and back pain was resolving, the vaginal haemorrhage, menorrhagia, depression, anxiety, migraine, nausea, dysmenorrhoea, vaginal discharge, headache and post procedural complication outcome was unknown and the genital haemorrhage had resolved. The reporter considered anxiety, back pain, depression, dysmenorrhoea, genital haemorrhage, headache, menorrhagia, migraine, nausea, pelvic pain, post procedural complication, vaginal discharge and vaginal haemorrhage to be related to essure (ess205). The reporter commented: discrepancy note in insertion date- april2013 to jun2006 plaintiff did not under go essure confirmation test (discrepancy noted in pfs) diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: essure was successfully occluded. Concerning the injuries reported in this case, the following ones were described in patient¿s medical records: dysmenorrhea, pelvic pain, abdominal pain and back pain. Concerning the injuries reported in this case, the following ones were described in patient¿s medical records: pregnancy with contraceptive device and device ineffective. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 5-may-2020: plaintiff fact sheet received. Events added from pfs- headache, general abnormal bleeding, post removal complication-yes. Reporter information were added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain/pelvic pain') in an adult female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included pain in hip and urinary tract infection. Concomitant products included cefixime (flexeril), diclofenac from (B)(6) 2015 to (B)(6) 2016, ibuprofen from (B)(6) 2016, nsaids, ondansetron hydrochloride from (B)(6) 2018, paracetamol (acetaminophen) and tramadol from (B)(6) 2017 to (B)(6) 2018. On (B)(6) 2006, the patient had essure (ess205) inserted. In (B)(6) 2006, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding(menorrhagia)"), depression ("depression"), anxiety ("anxiety/mental anguish"), migraine ("migraine headache"), nausea ("nausea"), dysmenorrhoea ("dysmenorrhea (cramping)"), vaginal discharge ("vaginal discharge") and back pain ("back pain"). In (B)(6) 2009, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced headache ("headache"), genital haemorrhage ("general abnormal bleeding") and post procedural complication ("post removal complication-yes"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy). Essure (ess205) was removed on (B)(6) 2016. At the time of the report, the pelvic pain, vaginal haemorrhage, menorrhagia, depression, anxiety, migraine, nausea, dysmenorrhoea, vaginal discharge, back pain, headache and post procedural complication was resolving and the genital haemorrhage had resolved. The reporter considered anxiety, back pain, depression, dysmenorrhoea, genital haemorrhage, headache, menorrhagia, migraine, nausea, pelvic pain, post procedural complication, vaginal discharge and vaginal haemorrhage to be related to essure (ess205). The reporter commented: discrepancy note in insertion date- (B)(6) 2013 to (B)(6) 2006. Plaintiff did not under go essure confirmation test (discrepancy noted in pfs) patient received treatment for pelvic pain. Gynecological pathology report: cervix: no epithelial dysplasia identified endometrium: disordered proliferative endometrium no evidence of hyperplasia, atypia or malignancy myometrium: leiomyoma¿s no necrosis identified no cellular atypia identified no increased mitotic activity identified right and left fallopian tube. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: essure was successfully occluded. Concerning the injuries reported in this case, the following ones were described in patient¿s medical records: dysmenorrhea, pelvic pain, abdominal pain, menorrhagia, genital bleeding, and back pain. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 11-jun-2020: pfs received. Outcome of events changed from "unknown" to "recovering/resolving". Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain/ pelvic pain') in an adult female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included pain in hip and urinary tract infection. Concomitant products included diclofenac from (B)(6) 2015 to (B)(6) 2016, ibuprofen from (B)(6) 2016, ondansetron hydrochloride from (B)(6) 2018 and tramadol from (B)(6) 2017 to (B)(6) 2018. In (B)(6) 2006, the patient had essure (ess205) inserted. In (B)(6) 2006, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding(menorrhagia)"), depression ("depression"), anxiety ("anxiety/ mental anguish"), migraine ("migraine headache"), nausea ("nausea"), dysmenorrhoea ("dysmenorrhea (cramping)"), vaginal discharge ("vaginal discharge") and back pain ("back pain"). In (B)(6) 2009, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). The patient was treated with surgery (hysterectomy with bilateral salpingectomy). Essure (ess205) was removed on (B)(6) 2016. At the time of the report, the pelvic pain and back pain was resolving and the vaginal haemorrhage, menorrhagia, depression, anxiety, migraine, nausea, dysmenorrhoea and vaginal discharge outcome was unknown. The reporter considered anxiety, back pain, depression, dysmenorrhoea, menorrhagia, migraine, nausea, pelvic pain, vaginal discharge and vaginal haemorrhage to be related to essure (ess205). The reporter commented: discrepancy note in insertion date - (B)(6) 2013 to (B)(6) 2006. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: essure was successfully occluded. Concerning the injuries reported in this case, the following ones were described in patient¿s medical records: dysmenorrhea, pelvic pain, abdominal pain and back pain. Concerning the injuries reported in this case, the following ones were described in patient¿s medical records: pregnancy with contraceptive device and device ineffective quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 27-sep-2019: pfs and mr received - this case was upgraded from other event to incident. New events - "abnormal bleeding (vaginal), abnormal bleeding (menorrhagia), depression, anxiety/ mental anguish, migraines/ headaches, nausea, dysmenorrhea (cramping) and vaginal discharge", reporter and patient demography, medical history and concomitant drugs were added. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformance data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.